Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst noted that the lv impedance is high and variable from 513 ohms to 4047 ohms. Concomitant medical products: 6935m lead, implanted: (B)(6) 2015, 638rl32 heart ring, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for high impedance. No capture was observed during testing. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.